Manufacturer narrative:
(B)(6). It was confirmed upon follow-up that the physician was using the stockert rf generator in "temperature control mode". When using the "navi-star thermo-cool electrophysiology catheter", the IFU of the stockert generator indicates it should be used in "power control" mode. When stockert is being used in "temperature control mode", the stockert unit starts reducing the amount of power being delivered to the catheter to not go above the temperature value set by the user, in this case, 48 degrees c. If the temperature reach 48 degrees c, the stockert is designed to reduce the delivered power for patient safety purposes. The product was performing as intended and no malfunctions have been confirmed. The customer has discarded the catheter, so no further testing of the catheter is possible. The carto xp system, and the coolflow irrigation pump were also serviced and both the products are performing as intended. No malfunctions have been reported by the customer for any equipment. The patient's condition was stable at the end of the procedure and was subsequently released from the facility. Upon additional follow-up, no further details regarding the patient have been provided by the facility. If any new information is provided by the customer regarding this event or patient, a 3500a supplemental report will be submitted to the FDA as required. Concomitant products: coolflow irrigation pump, catalog # cfp001, (B)(4). Stockert rf generator, catalog # 39d76x, (B)(4). Carto xp system, catalog # m470001, (B)(4). (B)(4).

Event description:
During an afib procedure, it was reported that there was a perforation on the left atrial wall of the patient's heart and blood had to be removed from the epicardial space. The stockert rf generator was set to deliver 25-30 watts of rf energy with a flow rate of 17ml/min. The physician set the target temperature to be 48 degrees c and upon reaching 48 degrees c, the power delivery was reduced to 7-10 watts. The cooling was working as expected. The physician exchanged the catheter with the same like product; however, the issue persisted.